Manufacturer narrative:
Concomitant medical products: model: 5076-52, lead; implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the right ventricular (rv) lead displayed oversensing and undersensing during ventricular fibrillation (vf) episodes. It was noted that the therapies do appear to be appropriate for the patient's condition and the physician indicated that the patient was still experiencing a ventricular tachycardia (vt) storm while in the ed. Follow up was conducted and no further information was ascertained. The lead remains in use. No patient complications have been reported as a result of this event.